Event description:
During an incident in 2001 involving a pt down for 25 minutes prior to arrival and found in cardiac arrest, CPR was started and this defibrillator shocked twice before indicating low battery. The battery was replaced and the unit shut down after the analyze button was pressed and would not power back up. The ambulance crew used their defibrillator to shock once and moved the pt to the ambulance. The pt was aspirated, suctioned and shocked 3 more times. The pt was transported to a hosp, with compressions and ventilations in progress, where he was pronounced in emergency. The call was initially for seizure and the pt was found in the street apneic, pulseless and cyanotic. The crew states the unit was checked at the start of tour and pt care was not delayed at all.